Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-01257. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilatation and intravascular ultrasound, a 4.00 x 28mm synergy¿ stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. Subsequently, a 4.00 x 24mm synergy¿ stent was advanced but also failed to cross the lesion. The device was simply and completely removed from the patient and pre-dilation was performed again. The device was re-advanced but still unsuccessful. When the device was completely removed, it was noted that the stent struts were also lifted. The device was replaced with a 4.0x26mm non-bsc stent. Post dilation was performed and the procedure was completed. No patient complications nor injuries were reported.